Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had error b31. The event had occurred during the procedure set up. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to some corrections required. Updated fields: d8, h2, h3, h4, h6, h11. Corrected fields: d6a, d6b, g4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no image is displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the video cable was broken which led to communication error (b31) and hence no image was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.